Event description:
Patient called in to report that they are receiving multiple service required error codes. Despite power cycling and troubleshooting the error codes remained and could not be cleared. The service required error codes indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor failed inspection for reported service error code confirming the reported failure. The reported service error code occurs when the self test detects an issue with the control signal for the capacitor charger in the monitor. The issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.